Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought that the pump's insulin on board feature was referring to insulin that was to be delivered. Tandem technical support reviewed the iob feature with the customer and explained that it was referring to insulin that had already been delivered. The customer understood. The customer's blood glucose (bg) level was elevated as the customer was not calculating the bolus of insulin correctly.